Event description:
It was reported that during the implant procedure, the lead could not be inserted into the header of the pulse generator. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.